Event description:
Patient found with endotracheal tube still in lute block but approximately 4 inches outside of mouth. Patient required reintubation patient was attended and did not pull or otherwise dislodge the tube or strips with their hands.